Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Date of implant: unknown. Date of explant: unknown. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "po valve is blocked/dysfunction. Explanted. Delivered with the original package inside without an liquid."

Manufacturer narrative:
The progav2.0 shunt system parameters were assessed and met specifications. The spring reservoir was received dry. Significant deposits of blood and damage to the membrane were observed during the visual inspections. A permeability test has shown that the spring reservoir is permeable. However during the test, the damage membrane leaked test fluid. An adjustment test and braking force function test is not applicable. Based on our investigation, we are unable to substantiate the claim of occlusion. Furthermore, the cause of damage to the membrane is indeterminable. It is advised that when maintaining the reservoir removing or injecting fluid, the entry point should be as perpendicular as possible to the reservoir housing and a cannula with a maximum diameter of 0.9 mm should be used. We can exclude a defect at the time of release. The valve met all specifications of the final inspection.